Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged recurrent sinusitis and required antibiotic treatment. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Event description:
The manufacturer received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged recurrent sinusitis and required antibiotic treatment. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.